Event description:
It was reported that the pump had an issue of possible helium loss. Additional information stated that the issue happened "a few minutes after insertion. So, the user changed the catheter as well as the iabp simultaneously and continued the procedure". Upon removing the catheter, the user found the catheter to be kinked. It was reported that "the second catheter was inserted at the same site". Patient condition reported as "uneventful recovery and [the patient] was discharged". The service technician could not replicate the issue. A helium leak test was performed, and it is passing. A helium integrity test was also performed, and source is fine. The service technician checked the tubings and their connections, and the service technician found no faults. Associated MDR 3010532612-2022-00252.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the pump had an issue of possible helium loss. Additional information stated that the issue happened "a few minutes after insertion. So, the user changed the catheter as well as the iabp simultaneously and continued the procedure". Upon removing the catheter, the user found the catheter to be kinked. It was reported that "the second catheter was inserted at the same site". Patient condition reported as "uneventful recovery and [the patient] was discharged". The service technician could not replicate the issue. A helium leak test was performed, and it is passing. A helium integrity test was also performed, and source is fine. The service technician checked the tubings and their connections, and the service technician found no faults. Associated MDR 3010532612-2022-00252.

Manufacturer narrative:
(B)(4). The reported complaint of iab kinked is confirmed based on four customer pictures provided with the complaint report. The product was not returned for investigation. Four customer pictures were reviewed; the photos (pic 1 and pic 2) showed a bent/kinked iabc central lumen near the iabc distal tip. The photos (pic 1 through pic 3) showed a twisted iabc bladder near the iabc distal tip and proximal end of the bladder. Additionally, the photo (pic 4), showed the iabp display screen with "high baseline (1)" alarm with sub-alarms "kinked catheter" and "partially wrapped balloon". This is consistent with the reported event. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent/kinked iabc central lumen and twisted iabc bladder. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.